Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Additionally, six sterile, unused starclose se devices from the same lot were returned for evaluation. Investigation of these devices is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Although the complaint device was not returned, the customer returned six unused sample devices from the same lot number for evaluation. All six devices were functionally tested resulting in successful deployment; closure was achieved on the tissue model, and access ports were successfully utilized to unlock and retract the thumb advancer. Based on the evaluation findings, the devices performed according to specifications. No manufacturing or quality issues were detected.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after clip deployment, bleeding continued. It was not specified how hemostasis was achieved. There were no reported adverse patient effects. Though requested, no additional information was provided.